Event description:
Allegedly, doctor was performing brain biopsy procedure when he noted that the jaws stopped working and a very small piece approximately 1mm in size came off the instrument from the jaw area and into pt. After removing the damaged instrument, he saw the broken piece in the pt and removed it with another grasper. When he removed the grasper, he found that the small piece was no longer in grasper jaws. He felt it is possible that it fell into pt's hair or drapes but could not locate it. Procedure was completed and doctor has no plans to reschedule another procedure. Pt condition post-op was good.

Manufacturer narrative:
The jaw linkage is separated and the pin that holds the jaws together is broken off. The main shaft is bent along the length of the shaft. Condition of instrument is consistent with damage caused by stress overload.